Manufacturer narrative:
H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to flush the device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When inserting the clip delivery system (cds), it was noted the heparinized saline bag attached to the steerable sleeve handle was not dripping. The tubing on the bag and the three-way stopcock were changed, but the issue was unable to be resolved. Therefore, the cds was removed and replaced. One clip was then successfully implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.